Manufacturer narrative:
Pending evaluation.

Event description:
As reported, on (B)(6) 2010, the optetrak logic total knee system was implanted into the patient's right knee. Two years later, the right knee replacement failed. On (B)(6) 2012, doctors performed a revision of her right knee, during which they also exchanged the exactech polyethylene tibial insert with another optetrak logic polyethylene plastic tibial insert.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.